Event description:
Procedure type: sigmoid resection. According to the reporter: the surgeon utilized a gia80 stapler for a side-by-side anastomosis of the ileum, to create a pouch. The device transected tissue; however staples were not deployed. A new instrument was used for the anastomosis and a new pouch was created successfully. There was no additional bleeding, no tissue damage and operative time was extended about 20 minutes. No patient injury was reported. On 09/27/10, additional information received - the original part of the ileum, (ending of the small intestine) which was used for the pouch, was removed/resected in order to build the second pouch using the ileum. This means: loss of ileum of about 20cm.

Manufacturer narrative:
(B)(4). The initial report for this incident was received on 05/12/2010 and was asr reportable. However, additional information received on 09/27/2010 made this an MDR reportable serious injury. This component error did not contribute to the injury.